Event description:
User alleges one event of using the aquinox unit and the plastic chamber blew off from the metal heater plate. No adverse outcome reported.

Manufacturer narrative:
Results eval: history of this type of report shows this to likely be due to the tubing being crimped off during the pt's bedding change. Review of the instruction for use has a warning: "do not occlude any part of the delivery circuit". Corrective action has been implemented to add a pressure relief sys for this catalog number. Smiths medical has performed a risk analysis of this issue and has found the pt risk to be low and the probability of occurrence in population exposed to be remote. Therefore, smiths medical believes that the prods in the field can be used safely when instruction for use and labeling are followed. The hosp did return a portion of the unit. The portion that they did return is not complete enough to determine if the unit was after the corrective action was put in place. As the newer version is 100% inspected we have concluded that this event was with the older style unit. The hosp was not able to provide any add'l info as house keeping had disposed of rest of unit before they were able to obtain it for return for investigation.